Event description:
Event description guidant received information that this atrial lead was found fractured. The patient had come to the hospital due to a bee sting. She was also having presyncopal episodes. The fracture was discovered on x-ray. When the patient's pacemaker was interrogated before a procedure to address the lead, the device battery was found to have hit end of life in october 2003.